Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer reported a ventilator with an led failure alarm. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to therapy reported.

Manufacturer narrative:
G4: 3/11/2021. B4: 3/31/2021. During debugging the power switch overlay found alarm led detached from the trace not making contact. The alarm led was removed from the circuit and measured with dmm in diode test mode and measured at 1.82vdc and illuminated. No further testing required. The alarm led detached from the trace not making contact on the power switch overlay created the error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08sep2020. B4: 16oct2020. The philips international field service engineer (fse) confirmed the reported problem led failure alarm via event log and duplicated the problem via operational check. The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A power switch overlay was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the alarm (red) light emitting diode (led) detached from the trace not making contact on the power switch overlay created the alarm led failed error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.